Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of drill guide broke.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.